Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high results for one patient from the coaguchek inrange meter serial number (B)(4). The results from the meter were 4.7inr, 4.8 inr, 4.9 inr, and 5.0 inr. Simultaneously, a venous sample was taken and the result was 3.6 inr. On (B)(6) 2018, the result from the meter was 4.9 inr and the result from a venous sample was 3.6 inr. There was no allegation of an adverse event. Retention test strips (lot 272166) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer returned the strips for investigation. The returned test strips were measured on reference meters with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification.